Manufacturer narrative:
It was reported the unit burned. Visual inspection of the unit revealed that several internal components were bent, allowing a segment of the heater wire to become loose and tangled together. This created a small area of excessive heat, which had discolored and deteriorated a portion of the fabric foundation - although we found no evidence of an actual burn. We determined that this report was attributable to misuse of the unit on the part of the consumer.

Event description:
It was reported the unit burned.